Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("allergy reaction to nickel/metallic components") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria disability, medically significant and intervention required), the first episode of adverse event ("days of disability"), swelling ("swelling"), metrorrhagia ("metrorrhagia"), pelvic pain ("pelvic pain"), alopecia ("alopecia"), vision blurred ("blurred vision"), tinnitus ("tinnitus"), disturbance in attention ("lack of concentration"), arthralgia ("articular pain"), anaemia ("anemia"), asthenia ("asthenia"), mixed anxiety and depressive disorder ("anxiety depressive disorder"), vertigo ("vertigo"), balance disorder ("lose balance") and the second episode of adverse event ("cosmetic damage"). The patient was treated with surgery (hysterometry and salpingectomy - her reproductive system was removed). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals, swelling, metrorrhagia, pelvic pain, alopecia, vision blurred, tinnitus, disturbance in attention, arthralgia, anaemia, asthenia, mixed anxiety and depressive disorder, vertigo, balance disorder and the last episode of adverse event outcome was unknown. The reporter considered allergy to metals, alopecia, anaemia, arthralgia, asthenia, balance disorder, disturbance in attention, metrorrhagia, mixed anxiety and depressive disorder, pelvic pain, swelling, tinnitus, vertigo, vision blurred, the first episode of adverse event and the second episode of adverse event to be related to essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: allergy to metals. The analysis in the global safety database revealed 420 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('pruritus, allergy reaction to nickel/ metallic components') and pelvic pain ('pelvic pain') in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2 and hepatitis a (at 8 years without sequelae). Concurrent conditions included obesity. Concomitant products included metamizole magnesium (nolotil) since (B)(6) 2017. On (B)(6) 2009, the patient had essure inserted. In 2012, the patient experienced allergy to metals (seriousness criteria hospitalization and intervention required). In 2013, the patient experienced abdominal pain ("abdominal pain unrelated to her period"), heavy menstrual bleeding ("excessive hemorrhagic menstrual bleeding that lasted for 15 to 20 days") and alopecia ("alopecia") and was found to have weight increased ("weight gain"), 4 years after insertion of essure. On (B)(6) 2016, the patient experienced back pain ("lumbar pain unrelated to her period"). On (B)(6) 2016, the patient was found to have uterine leiomyoma ("two subserous fibroids in the fundus and left border of 65 and 61 mm"). On (B)(6) 2017, the patient experienced loss of consciousness ("loss of consciousness after essure removal"), diarrhoea ("diarrhea") and nausea ("nausea"). On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required) and asthenia ("asthenia"). On an unknown date, the patient experienced abdominal distension ("swollen belly"), intermenstrual bleeding ("metrorrhagia"), iron deficiency anaemia ("anemia"), swelling ("swelling"), vision blurred ("blurred vision"), tinnitus ("tinnitus"), arthralgia ("articular pain"), vertigo ("vertigo"), balance disorder ("lose balance"), disturbance in attention ("lack of concentration"), mixed anxiety and depressive disorder ("anxiety depressive disorder") and memory impairment ("memory disorders"). The patient was hospitalized on (B)(6) 2017. The patient was treated with blood, whole (blood), iron and surgery (hysterectomy and salpingectomy for essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals, pelvic pain, abdominal distension, heavy menstrual bleeding, iron deficiency anaemia, swelling, alopecia, tinnitus, arthralgia, asthenia, disturbance in attention and memory impairment had not resolved, the abdominal pain, back pain, intermenstrual bleeding, uterine leiomyoma, vision blurred, vertigo, balance disorder, diarrhoea, nausea, weight increased and mixed anxiety and depressive disorder outcome was unknown and the loss of consciousness had resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, arthralgia, asthenia, back pain, balance disorder, diarrhoea, disturbance in attention, heavy menstrual bleeding, intermenstrual bleeding, iron deficiency anaemia, loss of consciousness, memory impairment, mixed anxiety and depressive disorder, nausea, pelvic pain, swelling, tinnitus, uterine leiomyoma, vertigo, vision blurred and weight increased to be related to essure. The reporter commented: I underwent a total hysterectomy procedure on (B)(6) 2017 / 2(B)(6) 2017. The day after the procedure, after getting out of bed and immediately after having nolotil administered intravenously, I suffered loss of consciousness, vomiting, and diarrhoea. I was urgently transferred to the intensive care unit. I stayed there from around 10.30 a.m. To 9 p.m. Approximately. Throughout the following 3 days, I had one intravenous bag of either iron or blood administered (I¿m not sure what it was really) per day [packed red blood cells as per medical records]; a total of three bags, starting the day I left intensive care. None of these events were noted in my medical history record. Currently, despite having been intervened for the essure explantation, symptoms continue for example (sequela not currently consolidated): swelling, allergic reaction, excessive menstrual bleeding, pelvic pain, swollen belly, hair loss, blurred vision, ringing in the ears, memory disorders, lack of concentration, joint pain, anemia, asthenia. Cosmetic damages, stitches in the belly. Discrepancy: on (B)(6) 2017 the patient commented that an abdominal x-ray has been performed (not referred to in medical records) and that there has been a displacement of the devices, so it is concluded that it is better to consider a hysterectomy and not attempt to remove the devices. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29 kg/sqm. Allergy test - on (B)(6) 2007: negative epicutaneous tests for metals; on (B)(6) 2016: referred for a study of metals, the report literally states: ¿patient consultation, she wants to know if the essure she has had since 2009 is the cause of the itching that she has been presenting for 4 years. No skin lesions. Not been seen by dermatology. Clinical judgment: doubtful sensibility to metals¿. Folio 21 finally the results are negative, folio 22: 48 hours negative results. Body mass index - on (B)(6) 2016: 29. Gynaecological examination - on 14-sep-2016: unremarkable; on (B)(6) 2017: unremarkable. Haematocrit - on (B)(6) 2016: 40.3. Haemoglobin - on (B)(6) 2016: 29. Pathology test - on (B)(6) 2017: 8 and 9 cm oviducts with both essures. Cervix and endometrium without particularities. Uterine lelomyomas, the largest 7 cm. Ultrasound scan - on (B)(6) 2016: posterior myomas of 6.8 and 5.2. Essures well inserted; on (B)(6) 2016: uterus in ante, essures well placed. Two subserous fibroids in the fundus and left border of 65 and 61 mm. X-ray - in (B)(6) 2010: good placement of the devices. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 13-mar-2020: plaintiff report via health service: underwent a total hysterectomy procedure on (B)(6) 2017/(B)(6) 2017 (hospitalization added). The day after the procedure, after getting out of bed and immediately after having nolotil (drug added) administered intravenously, I suffered loss of consciousness, vomiting, and diarrhoea (events added). I was urgently transferred to the intensive care unit. I stayed there from around 10.30 a.m. To 9 p.m. Approximately. Throughout the following 3 days, I had one intravenous bag of either iron or blood administered (I¿m not sure what it was really) per day; a total of three bags, starting the day I left intensive care. None of these events were noted in my medical history record. On (B)(6) 2021: no new information on (B)(6) 2021: lawyer report was received via health service: patient's date of birth / age added. Essure insertion date specified to (B)(6) 2009, indication added. Medical history was added (none reported before). Medical records with test results were provided (report medically confirmed). New events were added: heavy menstrual bleeding, abdominal distension, abdominal pain, back pain, memory impairment, weight increased. Outcome added based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('pruritus, allergy reaction to nickel/ metallic components') and pelvic pain ('pelvic pain') in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2 and hepatitis a (at 8 years without sequelae). Concurrent conditions included obesity. Concomitant products included metamizole magnesium (nolotil) since (B)(6) 2017. On (B)(6) 2009, the patient had essure inserted. In 2012, the patient experienced allergy to metals (seriousness criteria hospitalization and intervention required). In 2013, the patient experienced abdominal pain ("abdominal pain unrelated to her period"), heavy menstrual bleeding ("excessive hemorrhagic menstrual bleeding that lasted for 15 to 20 days") and alopecia ("alopecia") and was found to have weight increased ("weight gain"), 4 years after insertion of essure. On (B)(6) 2016, the patient experienced back pain ("lumbar pain unrelated to her period"). On (B)(6) 2016, the patient was found to have uterine leiomyoma ("two subserous fibroids in the fundus and left border of 65 and 61 mm"). On (B)(6) 2017, the patient experienced loss of consciousness ("loss of consciousness after essure removal"), diarrhoea ("diarrhea") and nausea ("nausea"). On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required) and asthenia ("asthenia"). On an unknown date, the patient experienced abdominal distension ("swollen belly"), intermenstrual bleeding ("metrorrhagia"), iron deficiency anaemia ("anemia"), swelling ("swelling"), vision blurred ("blurred vision"), tinnitus ("tinnitus"), arthralgia ("articular pain"), vertigo ("vertigo"), balance disorder ("lose balance"), disturbance in attention ("lack of concentration"), mixed anxiety and depressive disorder ("anxiety depressive disorder") and memory impairment ("memory disorders"). The patient was hospitalized on (B)(6) 2017. The patient was treated with blood, whole (blood), iron and surgery (hysterectomy and salpingectomy for essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals, pelvic pain, abdominal distension, heavy menstrual bleeding, iron deficiency anaemia, swelling, alopecia, tinnitus, arthralgia, asthenia, disturbance in attention and memory impairment had not resolved, the abdominal pain, back pain, intermenstrual bleeding, uterine leiomyoma, vision blurred, vertigo, balance disorder, diarrhoea, nausea, weight increased and mixed anxiety and depressive disorder outcome was unknown and the loss of consciousness had resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, arthralgia, asthenia, back pain, balance disorder, diarrhoea, disturbance in attention, heavy menstrual bleeding, intermenstrual bleeding, iron deficiency anaemia, loss of consciousness, memory impairment, mixed anxiety and depressive disorder, nausea, pelvic pain, swelling, tinnitus, uterine leiomyoma, vertigo, vision blurred and weight increased to be related to essure. The reporter commented: I underwent a total hysterectomy procedure on (B)(6) 2017 / (B)(6) 2017. The day after the procedure, after getting out of bed and immediately after having nolotil administered intravenously, I suffered loss of consciousness, vomiting, and diarrhoea. I was urgently transferred to the intensive care unit. I stayed there from around 10.30 a.m. To 9 p.m. Approximately. Throughout the following 3 days, I had one intravenous bag of either iron or blood administered (I¿m not sure what it was really) per day [packed red blood cells as per medical records]; a total of three bags, starting the day I left intensive care. None of these events were noted in my medical history record. Currently, despite having been intervened for the essure explantation, symptoms continue for example (sequela not currently consolidated): swelling, allergic reaction, excessive menstrual bleeding, pelvic pain, swollen belly, hair loss, blurred vision, ringing in the ears, memory disorders, lack of concentration, joint pain, anemia, asthenia. Cosmetic damages, stitches in the belly. Discrepancy: on (B)(6) 2017 the patient commented that an abdominal x-ray has been performed (not referred to in medical records) and that there has been a displacement of the devices, so it is concluded that it is better to consider a hysterectomy and not attempt to remove the devices. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29 kg/sqm. Allergy test - on (B)(6) 2007: negative epicutaneous tests for metals; on (B)(6) 2016: referred for a study of metals, the report literally states: ¿patient consultation, she wants to know if the essure she has had since 2009 is the cause of the itching that she has been presenting for 4 years. No skin lesions. Not been seen by dermatology. Clinical judgment: doubtful sensibility to metals¿. Folio 21 finally the results are negative, folio 22: 48 hours negative results. Body mass index - on (B)(6) 2016: 29. Gynaecological examination - on 14-sep-2016: unremarkable; on (B)(6) 2017: unremarkable. Haematocrit - on (B)(6) 2016: 40.3. Haemoglobin - on (B)(6) 2016: 29. Pathology test - on (B)(6) 2017: 8 and 9 cm oviducts with both essures. Cervix and endometrium without particularities. Uterine lelomyomas, the largest 7 cm. Ultrasound scan - on (B)(6) 2016: posterior myomas of 6.8 and 5.2. Essures well inserted; on (B)(6) 2016: uterus in ante, essures well placed. Two subserous fibroids in the fundus and left border of 65 and 61 mm. X-ray - in february 2010: good placement of the devices. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 16-jun-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.